Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31378832l and no internal actions related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool smarttouch sf catheter, and the patient experienced av block treated with implantation of a pacemaker. The report indicated that after the avnrt ablation procedure, the patient experienced conduction av block and required implantation of a pacemaker. The patient did not experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing. The patient did not require revision surgery or hardware removal. Additional information was received. The physician¿s opinion on the cause of this adverse event was that he believes repeated ablation in close proximity to the av node could have led to post procedural block; however, he does not discard that there may be some malfunction with ¿sma¿. The intervention provided was avnrt. The outcome of the adverse event was unchanged. The patient required ¿extended rehospitalization¿ for a day in order to proceed with pacemaker implantation. The generator/pump information were m4900102, sn: (B)(6). M4900103, sn: (B)(6).